Event description:
Details of the complaint is recorded as follows: it is reported that at bath time the diaper of a pt with fecal management system (fms) in place, was reviewed and fecal content was observed covering the sacral pressure ulcer region. It is further reported that the fecal management device was also reviewed, and it was noted that outside of the device showed an opening where water is filtering, exactly at the base of the ball.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Report states that the device was in use for twenty two (22) days before the issue occurred. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.